Manufacturer narrative:
Concomitant medical products: dtma2d1 ICD, implanted: (B)(6) 2016. Product event: summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and high sensing integrity counter (sic). The physician was convinced that the rv lead had a fracture. The rv lead was inactivated, abandoned in the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.